Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient had blood glucose reading of over 500 mg/dl with nausea and confusion. Reportedly, the patient was taken to the hospital and received unspecified treatments in the intensive care unit provided by medical professionals. The patient allegedly remained hospitalized at the time of the call. It was reported that the pump had an inaccurate delivery issue. No additional detail was provided by the reporter. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1 - submission date 01/08/2016; the incident description incorrectly stated that the event occurred on an unspecified date. It was reported that adverse event occurred and treatment was provided on (B)(6) 2015.